Manufacturer narrative:
The actual device was tested for all specifications by zyno technicians on 11/29/2016. No failure was detected. The pump performed within all specifications. The actual device was further tested for the air in line alarm by zyno engineering team on 12/13/2016. The user reported issue was not duplicated. The device performed as expected. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 12/15/2016.

Event description:
The customer reported "I wanted to let you know about an issue with a pump. We had a patient here for fluids last week on (B)(6). I accidently set the pump for 650ml/h rather than 550ml/h and the air alarm did not go off when the bag ran dry. I checked on patient when it was almost time for them to be done with the infusion and noticed that air had been infusing. We took precautions for air embolism and there was no harm to the patient. I attempted to recreate the malfunction with unprimed IV tubing, however the pump alarmed 'air in line' as it should."